Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a no delivery alarm was received while changing the infusion set and during the fill tubing process. The customer's blood glucose reading was 233 mg/dl at the time of incident. The customer was advised to disconnect and reconnect tubing and reservoir but insulin did not exit the tubing and alarmed no delivery. The customer tried with another reservoir which did not work but the third reservoir worked and the pump did not alarm no delivery with manual prime. Troubleshooting advised that no delivery was most likely the result of an occlusion. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated two opened/used reservoirs both transfer guards are occluded. Inspected reservoirs, snap cap, and septum for anomalies; none were found. Ran occlusion test using a new transfer guard, reservoirs filled with diluent, and connected to a new infusion set. Installed reservoirs and connector into an insulin pump. Performed manual prime, visual fluid flow through infusion set and out catheter tip; conclusion reservoirs not occluded.